Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor will not power up due to the c1 capacitor shorted. The  l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the c1.  The root cause of the shorted c1 capacitor cannot be positively identified.   No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported a monitor won't power up.